Manufacturer narrative:
(B)(4). The device has not been returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the tecnis symfony multifocal intraocular lens (model zxr00 +12.5 diopter) was explanted from patient¿s left eye in secondary procedure. Reportedly, patient was experiencing a hazy film with their vision, like looking through soapy glass. During the explant procedure an incision enlargement was performed; however, there was no patient injury, no vitrectomy and no suture. A lens model aab00 +12.5 diopter was used as replacement for the patient. Patient is doing good post-operative with no pain or discomfort. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 8/30/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The product is inspected by a qualified inspector using a microscope with a 12x magnification, no anomalies were identified. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.